Event description:
As reported, it was a case of an implant of a 29mm sapien 3 ultra resilia valve within a non-edwards surgical valve, in aortic position by transfemoral approach. During the procedure, the esheath was inserted into patient at a steep angle. Resistance was encountered while advancing the delivery system through the esheath. The delivery system with the valve did not exit the tip of the sheath. A common iliac dissection occurred while advancing the delivery system through sheath. The system was removed as a single unit, and a stent was deployed to treat the dissection. Upon device removal, observation revealed a valve strut protruding through esheath liner and a sheath liner strand. The patient remained in stable condition throughout the event. The perceived root cause of the vascular complication may have involved interaction with calcium.

Manufacturer narrative:
Reference no. (B)(4). The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner partially expanded, 11 cm from strain relief. Remaining liner unexpanded. Distal tip unopened. Crimped valve stuck inside sheath shaft at 10cm from strain relief. One (1) bent strut protruding though liner at 10cm from strain relief. Two (2) liner punctures observed. First puncture, 0.5cm in length and starting at 9cm from strain relief. Second puncture, 0.5cm in length and starting at 9.5 cm from strain relief. Two (2) liner punctures observed. First puncture, 0.5cm in length and starting at 9cm from strain relief. Second puncture, 0.5cm in length and starting at 9.5 cm from strain relief. One (1) liner strand, 4mm in length, at 10 cm from strain relief. Hdpe material separated (2mm approximately) when removing the valve during pre-deco process. Imagery was provided from the site and revealed the following: esheath liner appears partially expanded. Crimped valve stuck inside sheath shaft. Crimped valve stuck inside sheath shaft. Bent strut appears protruding through a punctured esheath liner. Sheath shaft appears damaged/stretched at the punctured area. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaints were confirmed based on the evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification, undersized vessels) and/or procedural factors (steep insertion angle) likely contributed to the event as reported information indicated presence of 'moderate' calcification within patient's access vessels and a minimum luminal diameter (mld) less than the required 6mm (as per IFU, mld for use of the 16fr esheath+ should be greater than or equal 6mm). In addition, it revealed that a steep insertion angle was used. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In addition, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Furthermore, imagery and device evaluation showed a bent strut protruding though the esheath liner (figures 2 and 7), likely promoted during intra-procedural system advancement due to a combination of challenging anatomy and high push forces. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). As reported, ''resistance was felt during insertion of the delivery system through esheath, and the delivery system with the valve did not exit the tip of the sheath. As per pre-decontamination evaluation, it was observed that the sheath hdpe was damaged between 9 and 10cm from strain relief, and there was hdpe material separated (2mm approximately) when removing the valve during pre-deco process''. In this case, the sheath hdpe sustained damage (figure 5), potentially due to direct interaction with the crimped valve struts (figure 2). Push/pull maneuvers were attempted to advance the crimped valve through the sheath unsuccessfully, potentially contributing to the hdpe material (2mm approximatively in length) separation. The valve was able to be removed via hub dismantlement. Available information suggests patient factors (calcification, undersized vessels) and/or procedural factors (steep insertion angle and device manipulation during device evaluation) likely contributed to the event as reported information indicated presence of 'moderate' calcification within patient's access vessels and a minimum luminal diameter (mld) less than the required 6mm (as per IFU, mld for use of the 16fr esheath+ should be greater than or equal 6mm). In addition, it revealed that a steep insertion angle was used. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to h.6 device code. As per pre-decontamination evaluation, it was observed that the sheath hdpe was damaged between 9 and 10cm from strain relief, and there was hdpe material separated (2mm approximately) when removing the valve during pre-deco process. The investigation is ongoing.